Event description:
It was reported that the customer had high blood glucose levels of 198 mg/dl. The customer reported multiple unexpected restarts by the insulin pump. The customer also reported receiving an external ram crc error from the insulin pump. Troubleshooting was done. The unexpected restarts on the insulin pump recurred during normal insulin pump use. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Unit received with a21 alarm during a21 error test due to c13 voltage leak. No a17 alarm. Pump received with scratched lcd window. Unit received cracked case display window corner. Unit received with cracked battery tube threads. Pump received with cracked reservoir tube lip. Unit received with broken belt clip slot. Unit received with bleeding lcd glass.